Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure.¿ number 4 states, ¿ sufficient bone quantity and quality are important to adequate fixation and success of the procedure." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-02306 and 02307).

Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing soft anchors on (B)(6) 2014. During the procedure, the soft anchors pulled out and caused a delay greater than thirty minutes. Additional soft anchors were available to complete the procedure.